Event description:
A distributor in germany reported a cartridge change error with a pump on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. Technical support instructed the user to inspect the cartridge and pneumatic tap area and attempted to resolve the issue by filling a new cartridge. Despite these efforts, the error persisted, leading to the decision to replace the pump, which was still under warranty. The customer was informed about using a backup insulin therapy and properly instructed on returning the defective pump and handling the replacement.